Event description:
It was reported that a stent was explanted. The target lesion was located in the right coronary artery (rca). A non bsc device was used to measure the ostium. A 3.50x20mm promus premier¿ stent was advanced to the lesion and deployed. Following deployment the physician noted that the stent size selected was too long for the lesion. It was reported that inaccurate feedback was provided by the non-bsc device for determining the lesion length. The physician snared the stent. The procedure was completed with a 3.5x12mm unspecified stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).